Event description:
It was reported that the pump was not detecting latch/lock and downstream occlusion damaged. The event occurred during testing. There was no patient involved and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the dso seal lifting and a worn uso seal. There was no evidence to review in the event history log. During the functional testing, the customer reported problems were confirmed. The cause of the issues were that the latch lock sensor was inoperable and the lifting downstream occlusion sensor seal. The latch lock sensor and downstream occlusion sensor seal were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.